Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with excision of rectal skin tag. It was reported that following insertion the patient experienced urinary problems, bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh removal retained into bladder on an unknown date by dr. (B)(6) due to mesh erosion base of bladder.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).